Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy procedure in the left lung performed on (B)(6) 2014. During the procedure, the physician deployed the stent successfully but not in the desired location. According to the physician, the stent was too far back and was deployed in a different airway that was more accessible. The stent was left in place to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.